Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection of the video showed a leak at the back of the support plate, originating from one of the set pump segments. The leak was reported to have been observed from the pre blood pump segment. The specific defect that allowed the leakage was not visible in the video. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.